Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. Data analysis confirmed that the battery voltage recently began dropping in an irregular fashion. This could possibly be related to an internal electrical short of the battery. To date, this device remains in service. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.